Event description:
The physician reports performing cataract surgery with attempted implantation of the (B)(4) intraocular lens using the viscoject 2.2 delivery device. During implantation, the physician noticed an inferior capsule tear. Intervention was performed in order to enlarge the incision and remove the lens. A vitrectomy was performed and a three-piece replacement lens was placed in the sulcus. The incision was sutured as part of standard protocol. The patient is doing well. Reference MDR # 1119279-2010-00147.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. The damaged lens was returned to b+l for evaluation and subjected to visual examination. Results revealed two haptics were slightly torn. The condition of the iol is consistent with the lens that was removed from the eye. (B)(4).